Manufacturer narrative:
The subject device was returned to olympus for evaluation. From the provided photo, it was confirmed by the factory that the pad was peeled off. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during a procedure using the subject device, the following event occurred. The missing insulation of the device occurred (the probe was damaged). The probe was not able to activate output. No error message was displayed. The user exchanged the device for another one. There was no patient injury reported. On nov. 25, 2021, olympus found that the pad was peeled off according to the provided photo by the distributor.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away and peel off. No scratches or indications of contact with an object were found with the non- insulated area. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. *we adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. 2.since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. 3.the output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error was detected. 4. The error couldn't be released. The user determined the device wouldn't activate. The above device handling has warned in the instruction manual.